Event description:
It was reported that this right ventricular (rv) lead had noise on the shock channel. There were also some pace impedance spikes to about 1500 ohms. This rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.